Event description:
Physician performed a vaginal hysterectomy using a valleylab ligasure impact device. After the procedure the physician noted thermal injury bilaterally to the labia. Device appeared to perform correctly during the procedure. Uncertain if the device malfunctioned or overheated leading to thermal injury. MFR notified and performed on-site device eval of the generator on 1/21/2010. MFR stated they are unable to test the actual one-time use ligasure impact except at the factory. Ligasure machine and device are available. Physician dictated, at the end of the surgical procedure, after the sponge pack using kerlix gauze was placed, using premarin cream for a pressure dressing. It was at that time that the areas of cautery were seen on the labia. These appeared to be minor in nature. However, silvadene cream was placed. We will also use ice packs as well as triple sulfa cream over the next 24 to 48 hours, and contact the MFR's rep regarding this minor thermal burn to the external genitalia. Pt has been followed in the physician's office. On jan 8, 2010, physician reported pt is almost healed. Dates of use: (B) (6) 2009. Diagnosis or reason for use: menorrhagia, dysmenorrhea.